Manufacturer narrative:
This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient experienced a (B)(6) infection around the implant site. The device was explanted on (B)(6) 2012 and the patient was reimplanted with a new device on the contralateral side during the same surgery.

Manufacturer narrative:
(B)(4).